Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an intended flexible ureterorenoscopy (urs) for kidney stone treatment, the ncircle tipless stone extractor¿s wire broke. The customer did not use the device to complete the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device.

Manufacturer narrative:
Investigation - evaluation: the stone extractor was not returned/received for an evaluation. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device lot number was not provided; therefore, a review of the device history record could not be completed and a review of the lot history for similar complaints was unable to be performed. Based on the information available a definitive root cause could not be established. Measures have been initiated to address this failure mode. Per the risk assessment no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.